Manufacturer narrative:
Concomitant medical products: product ID 8709sc lot# h841477402. Implanted: (B)(6) 2012 explanted: (B)(6) 2019 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the lack of pain relief was first noticed ¿at least, maybe even before (B)(6) 2018 (date not specified). It was noted the cause of the unsuccessful dye study per the doctor was a blockage within the (pump/line). The devices were replaced on (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the patient reported the event. It was unknown when the patient started to experience the event and the cause of the unsuccessful dye study was unknown. It was noted the scheduling of the pump and possible catheter was in process. The rep would try to get the pump for analysis as the elective replacement indicator (eri) was at less than four months. No further information was available at this time. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# h841477402, implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 20-sep-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for spinal pain. It was reported the patient had an unsuccessful dye study and the event/difficulty occurred on (B)(6) 2019 during a procedure. It was noted the patient was complaining of not getting any pain relief. Environmental/external/patient factors that may have led or contributed to the issue included the patient had reached the elective replacement indicator (eri) of four months. A dye study was performed and no cerebrospinal fluid (csf) was aspirated. The patient was being scheduled for a complete pump and catheter replacement. Surgical intervention was planned, but was not scheduled. The issue was not resolved at the time of this report and other medications the patient was taking at the time of the event were unable to obtain, not available. The patient¿s status was ¿alive- no injury¿ and the patient¿s weight and medication history were unknown, ¿asked and would not be made available (legal/confidential reasons). No further complications were reported/anticipated or expected.